Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report.

Event description:
It was reported that the procedure was performed to treat a tortuous lesion in an unknown vessel. A 2.5x38mm xience skypoint drug-eluting stent (des) was noted to completely fail to deploy, and was removed from the anatomy. Following this a leak was located on the shaft of the des. There were no adverse patient effects nor clinical delay. No additional information was provided.

Manufacturer narrative:
A visual inspection and functional testing were performed on the returned device. The reported leak and activation failure were confirmed. Production record and corrective and preventative actions (CAPA) reviews were performed and revealed no indication of a product quality issue. Additionally, a query of the complaint handling database for the reported lot revealed there is no indication of a lot specific issue. Based on the reported information and the observations from the returned device analysis, a definitive cause for the observed outer member tear could not be determined; however, potential factors that may contribute to split, cut or torn material include, but are not limited to, interaction with accessory devices, mishandling during receiving/storage at the account, and/or during removal from packaging, preparation of the device and/or protective sheath/stylet removal. It should be noted that the device was prepped without leak or issue prior to the procedure indicating the damage occurred after delivery system preparation. In this case, the torn outer member appears to have mechanical damage on the outside indicating a possible interaction with procedural devices; however, this cannot be confirmed. The observed outer member tear appears to be the cause of the reported leak and subsequent activation failure of the stent. Based on the results of the complaint investigation there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.